Event description:
It was reported that the customer received an a33 alarm on the insulin pump. Customer stated they had a loose drive support cap. Advised the customer to discontinue the use of the insulin pump and revert to a back-up plan. The blood glucose reading was 260mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.